Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed program alarm anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated. The customer rested the insulin pump and changed the battery to a fresh one, but the device did not resume normal function. The display was frozen and the alarm could not be cleared. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the watchdog timeout alarm and frozen screen due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.